Manufacturer narrative:
Medtronic evaluation summary: the device was received in medtronic for evaluation. There is residual fluid in the extension line and barrel of the device. The manometer reads approximately 3atm as received. No signs of noticeable damage on the device and gauge. During an attempt to test the gauge the needle moved steady from 3atm to 30atm without issue. During vacuum tests, the needle returned to the position it was received 3atm. The test was stopped to avoid any possible further damage to the gauge prior to sending it to the vendor. The gauge was removed from the syringe body; the filter in the gauge was clean. The device aspirated water with no issues, water filled the syringe body in less than 5 seconds. No resistance was detected when actuating the device. Supplier evaluation summary: the gauge was tested for accuracy and found to be out of the specified tolerance. The gauge was disassembled and the movement hairspring was found to be tangled. The segment and pinion gears were inspected under magnification and damage was observed on the pinion gear. There was a deformation on the teeth of the pinion gear. This is an indication that the segment gear jumped a tooth on the pinion gear which led to the damage to the movement hairspring and the pointer no longer returning to zero. A shock or impact to the gauge can cause the segment gear and pinion gear to jump a tooth releasing the tension on the hairspring and leading to the pointer no longer returning to zero. (B)(4).

Event description:
It is reported that on unpacking an everest inflation device the meter gauge showed at 3 atm. The physician continued to use the device to inflate a semi compliant balloon using the everest inflation device. The physician felt resistance when attempting to inflate the balloon. It took twice as long as usual. The physician found the pressure would not go down to zero when attempting to deflate the balloon. The physician carried out the instructions for rapid deflation. The device was changed for another device before the balloon fully inflated. The balloon was successfully deflated using the new inflation device. No injury was reported.